Event description:
The consumer reported that they had a car accident in (B)(6) 2015 and afterwards the implant would not charge well. In (B)(6) 2015 the implant died and had not worked since, the patient had a loss of stimulation. The patient checked with the programmer and saw a poor communication message. The change in therapy or symptoms was considered gradual. The indication for use was radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.